Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The reaction was described as an inflamed, raised area at a former sensor site. It occurred after sensor insertion and the sensor location and dwell duration were not specified. After the event the patient consulted a healthcare personnel (hcp) who prescribed an unspecified medication for treatment. No additional patient or event information is available.